Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated surgery, patient's ipg was unable to communicate with external devices. Ipg was not placed into surgery mode prior to the procedure. Troubleshooting was attempted by company representative to no avail. As a result, surgical intervention took place on (B)(6) 2024, wherein the ipg was explanted and replaced to address the issue.